Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from an unspecified location. When the cassette was removed, it was "kind of flat" (not further specified). This occurred during the prime phase of peritoneal dialysis therapy. Renal therapy services (rts) advised to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.